Manufacturer narrative:
Concomitant medical products: 457445 lead, implant date: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were higher than desirable thresholds on the right ventricular (rv) lead. The physician opted to cap and replace the lead. No patient complications have been reported as a result of this event.